Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and did not activate the pump unless it was plugged into a charger.caller reported that the pump's quick bolus/wake button was difficult to press and did not activate the pump unless it was plugged into a charger. Technical support instructed the caller on how to properly press the button, but it remained difficult to operate. There was no reported adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin delivery.